Event description:
The 2.75 x 18mm cypher select + stent had strut uplift during advancement through the guiding catheter. The lesion was located in the left anterior descending artery. The lesion was described as 90% stenosed, 13mm in length, and moderately calcified. The reference vessel was non-tortuous. Pre-procedure timi flow was I. There was resistance friction felt while advancing the stent delivery system. No excessive force or torque was used. The lesion was pre-dilated and a different cypher stent was implanted at 12atms. Post-dilation was performed and the timi flow was iii. No patient injury occurred during the procedure.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. The cypher select + product involved is not distributed in the united states; however, it is similar to cypher sirolimus-eluting coronary stent that is distributed in the unites states. Additional information will be submitted within 30 days from receipt.